Event description:
Noise can be seen on both the atrial and ventricular channels causing rv lead monitoring episodes. No noise could be seen or recreated in person on (B)(6) 2022. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.